Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion of a midline catheter using the modified seldinger technique, resistance was encountered when attempting to advance the dilator and peel-away sheath. A small incision was made at the insertion site to facilitate advancement; however, the resistance persisted. Use of a double dilator technique also did not resolve the issue. Upon inspection, the peel-away sheath was noted to appear flawed, with slight fraying observed. The procedure was discontinued, and a new midline kit was opened to obtain another peel-away sheath. The replacement sheath/introducer functioned as expected, and the procedure was completed without further difficulty. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient was reported to be in "fine" condition. No additional medical intervention was required beyond that described.